Event description:
A customer in canada reported a misidentification of salmonella enterica as shigella species in association with the vitek® 2 gn test kit (lot 2410196103). The gn card identified the strain as shigella group (88%), but it was also identified as salmonella enterica by pcr and a reference laboratory. The strain was isolated from raw chicken nuggets. A biomérieux internal investigation will be initiated. Although the event involves a food product, it is being reported as the vitek 2 gn test kit is also used in clinical applications.

Manufacturer narrative:
A customer in (B)(6) reported a misidentification of salmonella enterica as shigella species in association with the vitek® 2 gn test kit. An investigation was performed. The customer's submitted strains were subcultured and testing included individual organism suspensions with gn cards from two random lots (2410545203, 2410454103) in duplicate, as well as the vitek ms. The customer's lot of gn cards (2410196103) expired 10jun2018 before the isolates were received for investigation. 911648: two gn cards resulted in slashline identifications of shigella group and two cards resulted in low discrimination identifications of shigella group/e. Coli. 911649: all four gn cards resulted in low discrimination identifications of shigella group/e. Coli. 911650: all four gn cards resulted in low discrimination identifications of shigella group/e. Coli. The vitek ms resulted in the final identifications of salmonella group with a 99% confidence value for all three isolates, duplicating the customer's reported misidentification. A review of the customer's shigella group reactions, demonstrated ten atypical negative reactions (proa, dmal, odc, dman, suct, tyra, cit, agal, dsor, phos) for an identification of salmonella enterica according to the gn knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability or an atypical strain. Note: any identification of salmonella/shigella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of salmonella or shigella.